Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer was able to find objective evidence indicating a product problem, and thus the complaint was confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the bloodlines during a patient¿s hd treatment. It was reported that the tubing guide on the rotor ¿came loose and tore the blood tubing¿. The machine had 10,126 hours on it at the time of the event. Additional details were provided upon follow-up with the biomed and a registered nurse (rn) from the facility. The biomed stated there was an air detector alarm that went off an unknown length of time into the treatment. When the operator touched the lines beneath the blood pump, blood began leaking from the bloodlines. It was reported that nipro bloodlines were being used. The bloodlines were not damaged prior to treatment initiation. The biomed said the blood pump rotor cut the lines which caused the blood leak. Once the blood leak was identified, treatment was discontinued on the machine. The machine was removed from service and the blood pump rotor was replaced. The patient was re-setup with new supplies on a different machine where they were able to complete their treatment. The patient¿s estimated blood loss (ebl) due to the events was 150 ml. It was confirmed there were no patient adverse effects due to the event, and no medical intervention was required. The biomed stated the blood pump rotor would be sent back for evaluation.